Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The physician believed that there was no device malfunction, just end of battery life. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo an ipg revision procedure.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo an ipg revision procedure.